Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic, motor and keypad assemblies. The insulin pump was received with missing end cap sticker. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.